Event description:
Covid-19 diagnostic test swab use for covid-19 under emergency use authorization (eua): covid-19 deaths are observed to be markedly and increasingly more accurately proportional to the number of detected cases (% positivity x number of tests) than they are to the overall number of cases, including those not detected by a test (% positivity x population). All brands. FDA safety report ID# (B)(4).